Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit will not power up properly. There was no patient involvement reported.

Manufacturer narrative:
Corrected data: b5, e3. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. Fse inspected the unit once again and was unable to duplicate any startup issues. The fse completed all diagnostic and performance tests, including safety tests. The unit was approved for clinical use and returned to the user.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit will not power up properly. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.